Event description:
It was reported that a pre-attached deltec® port-a-cath® power p.a.c. Was assembled in reverse. The increments started at 70 at port instead of 10. Surgeon implanted one port and cut the catheter too short because of the catheter being reversed. The patient had to return to surgery for the port to be explanted. No permanent injury was reported.

Manufacturer narrative:
One sample was received for investigation. Through visual inspection, it was confirmed that the printing on the catheter was inverted. Manufacturing processes and documentation was received. As the likely root cause was determined to be improper printing that went undetected, the manufacturing procedure was updated to include a visual inspection of the printing.